Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was returned for analysis. The reported unstable stent was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. (B)(4)

Event description:
It was reported that when the 2.5 x 38 mm xience alpine stent delivery system was examined after removal of the protective sheath, without resistance felt, the stent implant appeared to be coming off the balloon. The device was not used on the patient. Another xience alpine was used successfully for the case. There was no clinically significant delay in the procedure reported.